Event description:
Reporter indicated that a system diagnostic test at an office visit showed high lead impedance. It was reported that this was the first system diagnostic test performed after previous generator replacement surgery. It was reported that approx one year prior to the earlier generator replacement surgery, a diagnostic test was within normal limits indicating proper lead function at that time. X-rays were reviewed and no clear cause of the high lead impedance was identified, although it was noted that the electrodes do not appear to be aligned in the typical orientation. It was reported that there had not been an increase in seizures. The pt underwent revision surgery. It was reported that when the lead wire was moved a system diagnostic test was within normal limits. However, the surgeon visualized condensation and bubbles within the lead and he therefore elected to replace the lead. System diagnostic tests were within normal limits with the new lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.